Event description:
Information received regarding the explanted device notes that the patient presented in atrial fibrillation with >2500 ohms atrial bipolar and unipolar lead impedance. The physician attempted to reduce the high impedance with an unsuccessful cardioversion. During surgery to replace the lead, the atrial ribbon cable on the pulse generator was noted to be "black and charred".